Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: where in the small bowel were the resections performed? Can you please provide details such as a date or a timeline for the 4 separate leaks? Date of initial procedure and date when the leaks occurred for each. What were the indications for surgery? Did the patient receive any pre-op chemo or radiation? What color cartridges were used? How was the leak identified? What medical (medicine/antibiotics) or surgical intervention was required for the post-op leak? Staple form issue identified during care. Why does surgical believe the anastomotic leak was caused or contributed to by an alleged deficiency with the ethion device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following right side small bowel resections the patient developed an anastomotic leak within one week. The leaks were self resolved.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Additional information received: a gst60g pcee60a and tx60g were used the case was performed in a 2-3 week period of last week in (B)(6) and there were bleeding issues 1-3 days post op and it was resolved without any additional surgical interventions. There were no issues with the anastomosis. We had excellent blood supply. There was no technical issues that were obvious to close. All the staple lines were offset. Hemostasis was controlled with electrocautery. A crotch stitch was placed with 3-0 vicryl. Once we were inspected this, made sure there were no issues or problems with anastomosis appeared to be technically perfect, it was gently placed back in the abdomen, covered with the omentum.